Manufacturer narrative:
Corrected data: this information was inadvertently reported incorrectly on the initial MFR. Report. Corrected data: this information was inadvertently reported incorrectly on the follow-up MFR. Report #01.

Event description:
It was reported that the patient underwent generator and lead explant due to an infection. The physician reported that the infection was first observed on (B)(6) 2013 at the lead electrode site. It was reported that no patient manipulation or trauma occurred that is believed to have caused or contributed to the infection. Cultures were taken and showed (B)(6). The patient underwent reimplant surgery on (B)(6) 2013.

Manufacturer narrative:
.

Event description:
It was reported that the cause of the infection is unclear and that there was no breach in technique of implant.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.